Event description:
Patient presented with a femur fracture was treated with an 8-hole locking compression plate (lcp) condylar plate and screw construct on (B)(6) 2013. On (B)(6) 2013 the patient advised the surgeon that he had fallen but could not remember how. An x-ray showed that the plate had pulled away from the bone proximally but did not break. Patient was returned to the operating room (or) on (B)(6) 2013 for revision surgery. The surgeon removed the hardware and the patient was with a retrograde/antegrade nail in retrograde fashion. The hardware was removed without additional intervention. This is 1 of 12 reports for the same report, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm condylar plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.